Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and completed field change order remediation which included replacement of the power management (pm) printed circuit board assembly (pcba) and the front bezel. The customer bme confirmed the issue was resolved with this activity. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator powers on and off without user command. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the unit powered on without user command. The rse recommended replacement of the user interface (ui) printed circuit board assembly (pcba). Investigation ongoing

Manufacturer narrative:
H10: the customer bme reported the ui pcba was replaced as recommended but the issue was not resolved. Further repair pending.